Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens of -10.5/2.0/89 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2024. On (B)(6) 2024 the lens was exchanged with a shorter length lens due to excessive vault the problem resolved.. The cause of the event was reported as unknown.